Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that corrosion was present on the pump housing. Reportedly, the customer experienced difficulty loading a cartridge and was subsequently unable to load a cartridge due to the corrosion. The customer's blood glucose level was 187 mg/dl. Reportedly, the customer has manual injections available as alternate insulin therapy.